Event description:
The following was reported to hamilton medical ag: the nebulizer pressure test failed due to a continuous increase in pressure." No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that the pressure continues to rise during the nebulizer pressure test. No patient involvement. The customer has not provided device log files or confirmed the status of the device following replacement. The nebulizer pressure test on the hamilton-t1 ventilator is an internal functional check performed during the ventilator¿s device self-tests. Its purpose is to verify that the nebulizer connection port is sealed properly, confirm that there are no leaks in the nebulizer line or connection and ensure that the ventilator can maintain a stable pressure when the nebulizer path is pressurized. During this test, the ventilator briefly applies pressure to the nebulizer circuit. If the pressure continues to rise beyond the expected limit, the system detects this as an abnormal condition. This test was designed to detect issues before the device is connected to a patient, meaning the ventilator behaved as intended. The reported issue (pressure continuously rising during the nebulizer pressure test) occurred during the hamilton-t1¿s internal functional check. The device correctly identified an abnormal condition and prevented further operation. No patient was connected at the time, and no harm or risk was introduced. As the malfunction was detected by design safeguards during pre-use testing, did not affect ventilation performance, and involved no patient hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.